Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump screen went out while the unit was running, then the screen came back on. The perfusionist (ccp) was doing general checks on the unit when the issue was found. This pump was being used for cardioplegia. There was no patient involvement.